Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer was to reach out to a healthcare provider for an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.